Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, the over temp alarm didn't work but the temperature went higher than it should and couldn't be adjusted. This was found to be an issue with a faulty or damaged pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was over temperature. There was no reported adverse events.